Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
It was reported that there was too much pressure in the gastrointestinal videoscope's air/water channel during a rhinaer procedure. There was no report of patient harm. The device was returned, evaluated, and the nozzle was clogged with a white colored material. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. In addition to the white colored material found clogging the nozzle, other evaluation findings are as follows: the bending section cover glue was discolored and separated; the plastic distal end cover was slightly dented; the angulations were out of specification; switch button rubber 1 and the biopsy channel were worn and torn. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.